Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. The initial sample ((B)(4)) showed that all cells resulted as negative and visually appeared negative as reported by the echo. The second sample ((B)(4)) resulted as negative with cells 1 and 2, and positive with cell 3 which is a k+ cell. Results visually appeared as reported. An antibody identification panel was performed and cells 1, 8 and 11 (all k+) resulted as positive. All other cells resulted as negative. Results visually appeared as expected. Repeat testing was performed with the initial sample using a different lot of indicator cells than used during initial testing and positive (2+) results were obtained with cell 3 (k+) of the screening assay. Results visually appeared as expected. Qc performed as expected. We were unable to rule out that the initial vial of indicator cells had been compromised. An immucor field service engineer performed the unexpected reactions checklist. The camera was optimized, the washer manifold was replaced. Five patient samples with known antibodies resulted as expected. The instrument is operating within specifications.

Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4).